Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all accuracy tests. The unit failed chamber guard switch test. The complaint could not be duplicated.

Event description:
Free flow had occurred during two successive nights when the unit was sitting idle with source bottles and transfer set installed. The volume of fluid that collected in the weighing chamber was not known. There were no alarms since the unit was not programmed to deliver any fluid. Sets were discarded so there was no pt involvement. User was advised not to use the unit which was swapped out.